Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe barrel and flanges were broken. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french: "syringe not graduated and broken in two places".

Event description:
It was reported that the bd luer-lok¿ tip syringe barrel and flanges were broken. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french: "syringe not graduated and broken in two places".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-jun-2023. H6: investigation summary: one sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the syringe missing all its scale markings and barrel tip damage causing a punctured hole through the barrel. The barrel also had one of the flanges missing which caused a 1" crack upside of the barrel. Potential root cause for the missing print defect is associated with the marking process and barrel damaged/cracked defects is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.